Event description:
The pt underwent a percutaneous transluminal coronary angioplasty with stent placement. The cardiologist attempted arteriotomy closure with a prostar xl 8 fr pvs device. Only two needles presented on deployment. Needle back down was not successful. The needles were accessed and the device removed. Because the pt was receiving rheopro, hemostasis was difficult to maintian with manual compression. The pt went for surgical closure of the arteriotomy. Surgery was successful and the pt did fine after transfusion with two units of blood.